Event description:
It was reported the patient was experiencing a return of patient symptoms. The patient was currently in the hospital where they had gone through open heart surgery. The hcp attempted to interrogate the pump using a magnet, but kept getting the amber light on the telemetry head and never the green light. The hcp suspected the pump may have reached end of service but acknowledged no alarms had occurred. The patient's last refill was 2 or 3 months ago. Four days later, the device was explanted and returned to the MFR for analysis. Paperwork indicated the pump was removed to avoid in-vivo battery depletion. It is unclear if telemetry was achieved prior to explant. The drug used in the pump is dilaudid (dose and concentration unknown). The patient recovered without sequela. Add'l information has been requested from the hcp, but was not available on the date of this report.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be submitted when device analysis is complete. The serial number is included in the range for synchromed el pump motor stall due to gear shaft wear manufactured beginning september 1999 physician communication (dated august 2007). Pump motor stall has not been confirmed in this device.